Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) while unit is plugged into outlet, it remains to utilize battery power, there is an issue with the cord. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusion), h10 a getinge field service engineer (fse) was able to remedy this problem over the phone. The customer was bringing it back after doing a run and when they plugged it into line power the device didn't start charging and continued to run on battery. The customer had 3 dead outlets. He had plug it in another circuit and device worked normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The a/c power cord is plugged into outlet and unit remains to utilize battery power; there is an issue with the cord. There is no patient involvement reported.